Event description:
During surgery, screw head broke off while implanting in patient's bone. Screw shaft still remains in the bone. No additional surgery required.

Manufacturer narrative:
Device is not available for eval. Surgeon used a non-kls martin l.p. Screwdriver in conjunction with the kls martin l.p. Screw. Surgeon was advised that the screw could break if using a non-kls martin l.p. Screwdriver; however, the surgeon proceeded. If further info is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.